Event description:
Pt having arthroscopy of shoulder. Surgeon was using the arthrocare starvac 90 wand. A piece of the wand broke off inside the pt's shoulder. Surgeon was able to visualize the piece and retrieve the piece by using the suction.